Event description:
On 12/18/2024, it was reported by a sales representative via (B)(4) that an ar-9507rgdp-2 univers revers¿ humeral resection downrod broke. This occurred during a case on (B)(6) 2024. There was no additional information provided, and additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-9507rgdp-2 univers revers¿ humeral resection downrod batch number: 052108 was received for investigation. Visual evaluation of the returned device noted that the spring was missing from the groove of the device. Further visual evaluation noted slight discoloration to the surface of the device. Functional testing was not performed due to the missing component. The most likely cause for the reported failure can be attributed to wear and tear incurred from repeated usage/reprocessing. Manufactured date: 27-apr-2021. Refer to investigation photos.